Event description:
It was reported that two weeks post implant the atrial lead was dislodged. The patient was not compliant with physician orders and continued to do normal activities. Upon interrogation, the atrial lead exhibited impedance issues and no capture. The lead was capped and replaced on (B)(6) 2017. There was no patient complications post procedure.